Event description:
It was reported an external fluid leak was observed in a polyflux 17l during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: ¿¿¿¿¿¿ e1: initial reporter city : ¿¿, ¿¿¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 and h10 h10 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.